Event description:
Patient reported three incidents of infusion set tubing (lot # no provided) partially separating from the luer lock. She stated the most recent occurrence was the previous weekend. Her blood glucose level registered "hi" on the blood glucose meter (generally >500mg/dl). Patient indicated that she changed the infusion site, tubing, and administered an insulin injection to address the issue. She did not report any symptoms associated with the elevated blood glucose level. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was discarded and therefore will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.